Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level subsequently increased to display as "high" with a ketone level identified as dangerous. No information was provided regarding whether the customer had treated the elevated bg at the time of the reported event. The customer went to the emergency room and was subsequently hospitalized where healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Technical support decided to replace the pump, and the customer planned to use multiple daily injections to ensure uninterrupted insulin delivery.